Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose was over 400 mg/dl.

Manufacturer narrative:
Remove: 2199, 4582 b1, b2, b5.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 500 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Health care provider reported the customer experienced memory loss. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.